Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal ceftazidime (1 gram per day, discontinued six days after event onset) for peritonitis. Six days after event onset, the patient was discharged from the hospital and was recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.